Event description:
During the leadless pacemaker (lp) system implant procedure, while maneuvering the lp an error message occurred and the lp was found in read only mode (rom). The device was reset however the lp was explanted and a new lp was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset could not be confirmed. Visual inspection showed that the helix length was within specification. A device history record (DHR) review was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed and the device exhibited normal device characteristics without any anomalies. Additional investigation was performed which concluded an alert seen was expected behavior. The device performs a ¿device health check¿ as it exits shelf mode. If interrogation occurs while the device is performing the device health check, the software may display a rom mode alert. This alert may be a ¿false positive,¿ as the device is only transiently in rom mode during a device health check. Later, the system alert will show to verify patient data. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.